Event description:
It was reported that the lead had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. Primary results revealed that the distal conductor was fractured. The distal conductor was also distorted. Blood/body fluid was present on the outer tubing overlay. The inner insulation was kincked buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking (esc). The outer tubing had esc breach/breach (non-electrical). The outer tubing overlay was breached cut. The insulation had a white substance and cosmetic depression. Blood was also present in/on the helix/lobe mechanism.